Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred during basal delivery. An infusion site change was performed and additional occlusion alarms occurred. The customer's blood glucose (bg) level ranged in the 200's (287 mg/dl at the time of the reported event) mg/dl and a correction bolus was delivered and manual injections were administered to address the bg level. A system check was performed and the occlusion was found to be within the infusion tubing. Reportedly, the current cartridge and tubing had been in use for 5 days. Tandem technical support advised the customer against using cartridges past 72 hours in order to stay within cartridge labeling. Reportedly, the customer changed the cartridge and tubing to resolve the issue.